Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred toward the end of a routine hemodialysis treatment, which could not be resolved by the operator. Partial rinseback was performed due to air in the line, resulting in an estimated blood loss of 100cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to air in the extracorporeal circuit. The cycler alarmed appropriately to the presence of air in the circuit. The disposable cartridge was not available for evaluation. The exact source of the air cannot be determined. No similar problems have been reported subsequent to this event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.